Event description:
Equipment malfunction of a bard filter recovery cone unit. The metal stiffener became separated from the plastic shaft that controls the cone recovery system. The outer sheath was then cut at the level where the metal separated and access of the plastic shaft was then achieved. The procedure was completed and the filter was removed as planned. Bard model rc-15 lot number gfqk3788 bard cone recovery cone removal system exp 12/2009. Device was in a sealed box and the integrity of the device was non compromised.